Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod on the abdomen between 4 and 24 hours, the patient developed a bacterial infection at the insertion site underneath the skin and an abscess. The patient experienced pain, high blood glucose (bg) levels of 30 mmol/l (540 mg/dl) and high blood pressure, which were treated with manual insulin injections. The patient visited the hospital and was given antibiotics to be taken for four to five days and a surgery was performed to get rid of the excess tissue in her arm (not an abscess) and the abscess in her abdomen.

Manufacturer narrative:
The adhesive pad was not received with the returned pod. No damages or defects were observed with the pod that would cause infection. The exact cause of the reported infection could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. A crack was found on the outer housing. It could not be determined when it had occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. Performed DHR review for device level lot number l45104. No deviations or ncmrs were recorded for this post sterile lot qualification release. Also conducted DHR on the soft cannula, formed needle, and adhesive pad and no deviations or ncmrs were found for these components.